Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found, the packaging was previously opened. A hair-like fiber was found. As the product was returned opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies, during manufacturing related to the reported event. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tech removed the poly from the package and there was a hair on the sterile implant. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.